Event description:
It was reported that the "line fell out at home following removal of sutures."

Manufacturer narrative:
One intact 14f x 28 cm split cath iii was returned for eval. A visual examination of the device revealed no visible damage to the catheter. The cuff is intact in the correct location. There is evidence of blood on the cuff. A review of the mfg records indicated all device specifications and quality requirements were satisfied. We are unable to determine the cause of this event. Each pt has a different reaction to an implanted foreign body and tissue in-growth is related to this reaction. Many variables contribute to the encapsulation of the textile. These include factors related to surgical technique, pt hematology, and current drug therapy. Potential caused for inadequate tissue in growth include: infection, method for catheter fixation, wetting the catheter prior to insertion (wetting may impede tissue in-growth into the cuff), use of drugs or other agents that may impede tissue in-growth, position of the cuff in relation to the exit site, site care, diameter of tunnel for insertion, cuff size, and cuff nap (weave or fluffiness).